Manufacturer narrative:
The device was received with operating currents within specification. The device passed self-test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for pump error 25. No pump error 25 alarms noted on detailed trace or long trace downloads. Power management tool confirms the unloaded voltage and loaded voltage are within specifications. The device was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call power error detected alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for power error detected alarm was performed. Customer advised the alarm recurred every four hours. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.